Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred during servicing of the device for preventive maintenance and the issue of the fio2 sensor not calibrating. There was no patient involvement, and no harm or injury reported. The ventilator was evaluated during an onsite visit where testing after repair showed two ventilator inoperative codes in the download log indicating failure of the machine flow sensor. The device's machine flow sensor was replaced to address the issue.

Manufacturer narrative:
The manufacturer received additional information that the trilogy ev300 ventilator failed motor calibration verification: reset motor calibration failure during onsite service. The ventilator was inoperative. The service engineer replaced the system printed circuit board assembly to address the issue. The device was successfully run through full final testing. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction. Coding grids have been updated to include this additional information.